Manufacturer narrative:
Concomitant medical products: c6tr01 crt-p, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds over the past three months. The impedance is also trending up. The lead remains in use. No patient complications have been reported as a result of this event.